Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
Information was received regarding a navigation system issue that occurred outside of a procedure. It was reported that when attempting to select a patient exam, the system went black and displayed an error. The site verified that the cables were properly seated and rebooted the system with no resolution. They attempted a second reboot and it did not resolve the issue, either. Additional information received the following day, reported the manufacturing representative (rep) went to the site and turned the system off and back on by flipping the switch and the system booted normally. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
Correction: serial number updated to proper value.